Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a loose drive support cap and a crack on the insulin pump. The customer's blood glucose reading was 110 mg/dl. The customer stated that there is a crack in the case. The customer stated that the pump has not been dropped or bumped. The customer stated that the drive support cap appeared to be flushed. The customer stated that they did not press the cap while connected. The customer stated that there was no car accident. The customer will be sent a replacement pump.